Event description:
On 06/06/2024 it was reported by a sales representative via e-mail that an ar-18700-09 driver shaft and an ar-18700-29 driver shafts tips broke off. This occurred during a case where the drivers broke off into the ar-1871v-08 screw head in the ar-18714p-12 plate. One of the tips from an ar-18700-29 driver could not be retrieved as it cold welded to the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.